Event description:
There were three endeavor sprint rapid exchange (rx) drug eluting stents implanted during the index procedure, two in the mid lad and one in the 1st obtuse marginal. At 30 day follow up pt's worst angina status was reported as I per (B)(6). It is reported that the pt expired approx 1 month post index procedure. The cause of death is unk. Autopsy report is not available. Reference MFR report numbers 9612164201101224, 9612164201101225 and 9612164201101226.

Manufacturer narrative:
(B)(4). Evaluation, results: (death).

Event description:
Additional information received through cec adjudication. Cec adjudicated the death as a cardiac death.